Event description:
It is reported that a customer was hospitalized because the customer can not lift his head up, down, or side to side. The customer states that they had a fever and have fluctuating blood glucose from high to low. The patient's blood glucose level was unknown during the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found a couple of calibration errors which may have been a result of a malfunctioning sensor. The customer will be sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specification with high readings.